Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields; g1, h4, h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
It was reported that new batteries were ordered. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted should additional information be provided.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run test. It was also reported that the batteries would only hold 79 minutes of charge, and therefore, below specifications. It was further reported that the unit is to be taken out of service until batteries are replaced. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the batteries. The customer was advised to leave the batteries with at least 12 hours of charge. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted should additional information be provided. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run test. It was also reported that the batteries would only hold 79 minutes of charge, and therefore, below specifications. It was further reported that the unit is to be taken out of service until batteries are replaced. There was no patient involvement, and no adverse event reported.